Manufacturer narrative:
The hospital replaced the venture unit and filter. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient injury.

Manufacturer narrative:
Date received by manufacturer: corrected from 09/03/2018 to 10/16/2018. Date received by manufacturer: corrected from 09/03/2018 to 10/16/2018.